Manufacturer narrative:
Concomitant medical products: product ID: 3889-33, lot#: va17hsa, product type: lead. Other relevant device(s) are: product ID: 3889-33, serial/lot #: (B)(4), ubd: 08-jun-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the caller (w/ managing hcp office) reported a patient with a lead fragment and inquiring about MRI. The lead fragment left behind was from (B)(6) 2022 (drs not updated to reflect lead & ins replacement). Per caller, the physician spent over 20 minutes dissecting down to tines but lead did break during the removal. Physician was attempting to remove from the lead introducer site. Sent educational brief to caller to share w/ physician (outlook). Sent caller medical affairs email address to contact them for MRI and lead fragments (outlook). Caller also mentioned they have had a total of 3 lead breakages, they believe the other 2 incidents had been reportedto mdt. Caller does not have patient information to provide on the other two events.